Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material or lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd edta tube had clotting. The following information was provided by the initial reporter: "(B)(6) 2021 /pw - please note -this complaint is for edta , unknown lot, platelet clumps - fill issue listed below is for citrate tubes - see related records material no. Unknown (edta), batch no. Unknown (3 of 3) it is reported customer experienced platelet clumping. Received call, - customer wanted to report tubes that are being rejected as they are not filling up to at least the minimum fill etched line. Photos and samples can be provided. Clinical location:****. No specific date or specific amount of occurrences. (B)(6) 2021 : bd tech robin strogen, - "they are reporting issues in the or. They draw with syringe and use a btd. The tubes the or is using expire (B)(6) 2021 and she is wondering if that might be the issue. The syringe does cause a drag when transferring. The clinics are also having problems but she states that they use all bd products and if they draw with a wing set that they use a citrate tube as a discard tube. She is well versed in preanalytical variables. She is getting the lot#'s the other sites are using and will also email pictures when available. While on the phone with the customer she also wanted to know if we had a poster or educational material that would shoe how many times the edta tube needs to be mixed as they have had platelet clumping issues sporadically in the past and it has been determined that it is a mixing issue. Sent order of draw posters as they show the proper number of inversion for all tube types and citrate fill cards. Slr - 00234032.""